Event description:
It was reported that the patient was at the clinic for a wound check and impedance issue. The impedances were showing 55 ohms, current was high, and battery was 2.8v. It was reviewed to be a short circuit and would try not to program on it because of early battery depletion. The therapy impedance was 55 ohms. Subsequent information received reported that the left therapy impedance was 91 ohms, 32 ma, with the test done at .7v. Electrode impedances showed 2 and 3 were shorted at 88ohms. The patient was programmed to 1-, 2-, 3+. The patient had intermittent/severe tremors of the right hand/arm since about (B)(6) 2012, with a loss of therapy due to short. Reprogramming was attempted with no luck in recapturing therapeutic effect on right extremity. Palpation and head manipulations did not reproduce or recreate anything. Further information received reported that an impedance test and an attempt to program around the problematic contacts were performed. A definitive cause of the short circuit had not been identified. An intervention will be discussed with the surgeon, when the surgeon returns from vacation. The patient was content in the interim with a minor unilateral tremor. The patient felt even with the tremor it was more manageable than if the device was turned off, he decided to keep the device on until the the next move was decided. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received reported the cause of the event was unknown. It was reported the patient's left subthalamic nucleus (stn) stimulator, contact 0 had an impedance value of 2019. The patient never reached his pre-operative baseline and had a persistent tremor. Subsequent impedance tests on left stn 1-2-3+ read impedance 86 and current 33, contacts c and 0 yielded an impedance of 2005, and contacts 2 and 3 yielded an impedance of 81.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v476627, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v476627, implanted: (B)(6) 2010, product type: lead. (B)(4).